Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) levels reached 21.1 mmol/l (379.8 mg/dl) while wearing the pod on the hip/buttocks for between 24 and 36 hours. Symptoms reported include vomiting and high bg values. The pod was removed by the patient prior to hospital admittance. The patient was treated with insulin via intravenous therapy.

Manufacturer narrative:
The received device had the cannula assembly deployed. An 0x1c alarm was generated indicating that the pod had reached its expiration time of 80 hours. Inspection of the device found no evidence that would result in a failure of the device to deliver insulin. No other defects or deficiencies were found during the investigation.